Event description:
Patient on IV fentanyl infusing at .5 ml/hr (25 mcg). Two hours after infusion started nurse in room for routine blood draw for labs. Nurse noted blood back up in the tubing and on the floor. All connections checked and found to be secure. Nurse was unable to determine from where the leak occurred, though it appeared to be a flow problem. Tubing and pump removed and changed. Patient was awake and noted as not over sedated. Logs sent to manufacturer for review.